Event description:
Reporter indicated that the site's handheld computer was freezing during interrogations. All attempts for further info and attempts to have the product returned for analysis, have been unsuccessful to date.

Event description:
The handheld was returned without the 7.1 programming software. It was returned with 8.0 programming software. The original event was reported in (B)(4) 2009 and since that time the handheld had a software upgrade to 8.0 software. It was reported that the event was still continuing. An analysis was performed on the returned 8.0 flashcard and the reported allegation was not verified. The flashcard and software performed according to specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. No anomalies associated with the handheld were noted in product analysis during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. The event is still suspected to be related to the 7.1 programming software that was not returned.

Event description:
Additional information was received that the entire programming system is being returned because it is not working. At this time it has not been received for analysis.